Event description:
During product evaluation a baxter technician reported finding a colleague infusion pump with the pumphead module stop button working intermittently. There was no patient injury or medical intervention necessary. The user interface module master software is unremediated version 5.04.00.

Manufacturer narrative:
Evaluation summary: during service by baxter, the technician found that the device contained an intermittently working stop key on the pumphead module. The pumphead module keypad was replaced to fix the problem and the pump was returned to the customer fully operational. This issue is being investigated under CAPA.